Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose levels. The customer states they were changing their site and noticed their levels were high. The customer's blood glucose level at the time of incident was 421mg/dl. Troubleshoot was conducted. The customer states they treated their high levels by shutting the device down, and waiting it out. The customer states they would be contacting their healthcare provider. The customer was advised to monitor the device and call back if further assistance was needed.